Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. When repositioning the lead it was noted that the helix was unable to retract. The lead was then extracted from the patient and tested on the surgical table and the helix still failed to retract. The procedure was completed with an alternate lead and no further issues encountered. No adverse patient effects were reported. This lead was never in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.